Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the patient's right ventricular lead was determined to have a fracture. The patient's physician capped the existing lead and implanted a new lead. Date of implant & date of explant: exact dates are unknown to the manufacturer at this time.